Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.

Event description:
On (B)(6) 2010, it was reported the pt had lost stimulation in his left arm, but continued to feel stimulation in his right arm. The pt was referred to his health care provider, and the problem was temporarily solved. On (B)(6) 2010, it was stated the pt did not have stimulation "in his ring an pinky finger" in his left arm, and the stimulation "was in the wrong place" on his right arm. It was stated the pt had "two surgeries" that failed to correct the problem. The details of these procedures were not reported. On 07/16/2010, it was stated some of the impedance readings from the pt's device showed "???" On the screen. Troubleshooting was attempted, but an outcome was not reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.